Manufacturer narrative:
(B)(4). Concomitant medical products: 42539905155 - tibial cut guide left medial 5 degrees ¿ 63735849. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01690.

Event description:
It was reported that during an initial knee surgery, the pin would not release from guide. The surgery was finished with the correction cut block. No known adverse event was reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product for part 42539905185 exhibits signs of repeated use (nicked, gouged, burrs). The drill pin remained lodged and a dimensional analysis could not be performed. Visual examination of the returned product for part 00590102000 exhibits signs of repeated use (nicked, gouged, bent) and hex feature and tip is damaged. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 42539905185 - tibial cut guide left medial 5 degrees ¿ 63735849.

Event description:
No additional event information to report.